Event description:
It was reported that during a pci procedure, a tip fracture occurred. The lesion being treated was located in the severely calcified proximal left circumflex (lcx). The floppy rtw guidewire was advanced into the posterolateral branch at right angles to the left anterior descending (lad) artery. The physician attempted to ablate the lesion with a 1.75mm burr, but was unable to cross the lesion. The physician exchanged the 1.75mm burr for a 1.50mm burr and the lesion was successfully ablated. The burr was again exchanged for the original 1.75mm burr and the lesion was again successfully ablated. When the burr and guide wire were removed it was noted that the guide wire's tip had separated. The physician attempted to retrieve the tip with a gooseneck snare but was unsuccessful. Approx. 10mm of the floppy rtw guidewire tip remained in the pt's posterolateral branch. In the opinion of the physician the case of the guide wire tip separation was due to the "own handling" of the device although the vessel did spasm and "trap the device". Pt's condition listed as "stable".